Manufacturer narrative:
PMA/ 510k= k160229. The investigation into this event is still being carried out. A follow up report will be submitted within the next 30 days with the investigation conclusions.

Event description:
While getting into site to punction the needle bent at 40 degrees on mucosa contact. The doctor removed the needle and tried to put it straight and then tried again to punction. The needle broke in the patients' mucosa. The piece of broken needle was removed from the patient with no injury.

Manufacturer narrative:
PMA/510(k) # k160229. On evaluation of the returned device it was noted that the sheath extender was at reference mark 3 and the needle extension was at reference mark 5. No stylet was returned. The syringe was attached to the leur. The needle was exposed from the sheath by approximately 3cm. The tip of the needle was broken off and returned in a tub, it measured approximately 1.7cm. The engineer present commented that the break was most likely caused by an initial bend during a previous pass. The customer complaint was confirmed as the needle was broken. Prior to distribution, all echo-hd-22-ebus-p-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for the echo-hd-22-ebus-p-c device of lot number c1202441 did not reveal any discrepancies which could have contributed to this complaint report. From information provided: there were no adverse effects experienced by the patient as a result of this occurrence complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
While getting into site to punction the needle bent at 40 degrees on mucosa contact. The doctor removed the needle and tried to put it straight and then tried again to punction. The needle broke in the patients' mucosa. The piece of broken needle was removed from the patient with no injury.